Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems and recurrence. It was also reported that on (B)(6) 2010, the patient underwent urethral bulking with coaptitie. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent incisional hernia repair on (B)(6) 2010 due to hernia around umbilicus. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and urinary incontinence.

Manufacturer narrative:
(B)(4).